Manufacturer narrative:
(B)(4). (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was partially fired 1/3 with two staples noted on the pockets. In addition, the reload pan was to be partially dislodged from the right proximal side. The reload pan was manually reassembled. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The cut line was complete and the remaining staples meet the staple form release criteria. However, some staples were noted to be missing along the staple line but still inside the pockets, the reload pan was removed and was found that 4 double drivers were missing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.

Event description:
It was reported that during bariatric surgery, could not fire further after fired one third when severing gastric tissue . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.